Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating a revision procedure was performed and the right ventricle (rv) lead was capped and replaced to resolve the event. It is unknown if any physical anomaly was observed either visually or via diagnostic imaging. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.